Event description:
It was reported that immediately after lead placement, the lead dislodged. It was also reported that when attempting to reposition the lead, the helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.